Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of no telemetry, the head failed all uplink amplitude tests and therefore its cable was replaced. (B)(4).

Event description:
It was reported that the radiofrequency programmer head was unable to establish telemetry. It was noted that the head was new and that two different programmers were tried. The programmer head was returned for service. No patient complications have been reported as a result of this event.